Event description:
Caller reported receiving a cgm error 42 related to their g7 sensor. Customer performed a pump reset with guidance from technical support, and the error code did not reappear afterward. There was no reported impact to the customer¿s blood glucose level, and the caller successfully started their sensor session again.